Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Failure analysis was unable to verify audio/beep anomaly and button keypad anomaly due to blank display. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4) .

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons on the insulin pump were responsive. Customer also reported a beeping noise that could not be cleared. Troubleshooting was able to resolve the beeping noise by removing the battery. Customer's blood glucose was 89 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.